Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose level was 47 mg/dl. The customer did not mention any treatment related to low blood glucose level. The customer did not mention any symptom related to low blood glucose level. The customer also stated that the insulin pump screen was peeling. The customer mentioned that the insulin pump was working properly. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.